Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. In a separate surgery the lens was exchanged and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Manufacturer narrative:
H6- investigation type code (b): 4110- lens work order search- one similar complaint event(s) within associated lots were found. Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a sterile barrier system transparent plastic bag with residue/debris on product. Visual inspection found haptic broken/ torn/ bent and scratched. Optic scratched with fibre on lens surface. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Returned lens is out of labeled specification. Claim# (B)(4).